Event description:
Children's medical ventures (chmw) rec'd a voluntary medwatch (B)(4) on (B)(4) 2012. The report detailed that the hospital retrieved a gel-e donut from a clean room in an unopened bag. The bag was noted to be damp when opened. A black spot was reportedly on the bag that appeared to be mold. A mold like substance was also reported to be on the back side of the label. The customer reported that they are retaining the donut and bag, there is no allegation of pt harm. The device is a positioning aid and reportedly could not be used as intended. The complaint issue alleged by the customer was not able to be confirmed because the product was not returned to the MFR for eval. Although the alleged event could not be substantiated, no resulting effect on a pt or potential user has been reported. The instructions for use state that before use, remove the outer plastic bag and wipe all surfaces with an antibacterial agent. The urethane bag may feel moist when removed from the plastic bag. Dry before use.

Manufacturer narrative:
Based on all available info, the MFR concludes that this issue may have caused or contributed to a failure of the device to perform part or all of its intended functions, or resulted in some level of customer dissatisfaction with the performance of the product, but does not present an increased risk to pt safety and no further action is appropriate.